Manufacturer narrative:
Based on the claim against the product by the customer noting that the system encountered a non-recoverable fault mid-procedure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse was able to reproduce the issue and replaced the mtm to resolve the issue. Isi has not received the mtm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system encountered a non-recoverable fault mid-procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) contacted that customer, who reported they had already power cycled the system several times, but fault - error code 25521 pointing at the right master tool manipulator (mtm), came back after every power cycle. The tse checked and verified the presence of fault pointing at the right mtm, axis 4, in live logs. System was not useable with only one mtm, the users decided to convert the procedure to laparoscopy. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis. The customer reported issue of error 25521 was confirmed but not reproduced. The mtm was installed onto the system and passed the sine cycle and test drive with no issue. The mtm passed additional testing via matlab software.

Event description:
Refer to h10/h11 for follow-up information.